Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the user did not know how the pump screen became cracked. The user stated that only half the screen would light up and the screen had lines displayed throughout the screen. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.